Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tube there was discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we have had a customer complain as their vacutainer plastic k3edta tube with lavender bd hemogardtm closure 4ml, per 100 (368860), has arrived with 'condensation' in the tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tube there was discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we have had a customer complain as their vacutainer plastic k3edta tube with lavender bd hemogardtm closure 4ml, per 100 (368860), has arrived with 'condensation' in the tube."